Event description:
It was reported that a pairing issue occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, around 6:00 am on (B)(6) 2026, they had a pairing failure with 6 sensors which led the patient to have no working continuous glucose monitor (cgm) to monitor his blood glucose (bg) levels. The patient was also wearing a betabioinics ilet insulin pump where cgm integration was needed for full functionality. By 8:00 am, the patient was feeling thirsty, had frequent urination, was nauseous, and vomiting. No bg meter reading was taken at this time. A family member drove the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was too high to read, so blood work was taken and his bg level was 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the ICU. The patient was treated with IV fluids, IV insulin, and potassium. The patient was discharged on (B)(6) 2026 and feeling a bit weak. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.